Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery: due to pain.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "((right knee (B)(4)) it was reported a patient underwent a right knee arthroplasty on an unknown date. Subsequently patient is experiencing chronic pain, swelling & potential nickel allergy. Allergic reaction. Male, 74)." The cement was lost/discarded, therefore the item could not be examined. This event occurred post operative near the patient. The components were not inspected prior to surgery. There was not another suitable device available, however, the incident did not cause a delay in surgery. There was no risk or adverse event reported and the surgery was completed as intended. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. A review of the receipt shows that the reported item, when released for use, met all certificate requirements. There were no nonconforming material reports associated with the item that may have contributed to the reported event. Customer complaint history showed that this is the first complaint against 600-15-100 lot# 950c1d0043 across all failure code categories. The root cause for this complaint is that the patient is experiencing chronic pain, swelling & potential nickel allergy. There are multiple factors that may contribute to an event which are outside of the control of djo surgical.